Manufacturer narrative:
The investigation of the reported event has been finalized. Our customer has not yet granted access to our field service engineer(fse) to investigate and repair the ventilator, since no purchase order for repair has been issued by the hospital after approximately 4 months. Therefore, it cannot be confirmed if the ventilator is damaged or if any parts should/will be replaced for repair. Previous investigations have shown that the ingress of liquid on printed-circuit (pc) boards may cause short-circuits on components, which leads to failures during the pre-use checks tests, or a stoppage of ventilation if it were to occur during on-going ventilation. For this reason, the affected pc boards should be replaced. The ventilator fulfills the designed requirements for ingress protection at the time the ventilator was manufactured.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
The hospital requested an inspection of the ventilator after a pipe broke in the area where the ventilator was standing and the water might have damaged the ventilator. There was no patient involvement. (B)(4).